Event description:
On (B)(6), 2010, the pt underwent treatment with gore excluder aaa endoprostheses. On (B)(6), 2011, another contralateral leg endoprosthesis was implanted. After multiple attempts, no further info has been provided by the physician's office.